Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 500 mg/dl. The customer was treated with a manual injection and the insulin pump. The customer alleged pump was under-delivering because they experienced unexpected high blood glucose levels. The customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The auto mode was not active at the time of the incident. The insulin pump and the reservoir will not be returned for analysis.